Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, it was reported that the insulin gauge was inaccurate and that resistance was experienced during the fill process. Customer's blood glucose level ranged between 170-320 mg/dl. Reportedly, the customer performed a cartridge change and changed the syringe needle resolving the issue.